Event description:
Approximately five and a half hours after the pump was turned on, po2 dropped down to 88.2, even though fio2 was set to 100%. The oxygenator was changed out, and the procedure was completed successfully. The patient was not harmed. Although the product was change out, there was no health adverse event attributed to the incident.

Manufacturer narrative:
D4: UDI no: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. The actual sample was discarded by the involved facility. No anomaly was found in the manufacturing history record and the shipping inspection record of the actual sample. No similar complaint was received regarding the involved product code and lot combinations. At 30:21, the pao2 was 336.5 mmhg, and it had decreased to 88.2 mmhg by 31:00, however, since the circulation conditions were unknown, the factors could not be read. As for the cause of this incident, based on the pump record, we found the decrease in pao2 during usage; however, since no abnormalities were found in the manufacturing records and the actual sample was not returned, the cause could not be clarified. Relevant instructions for use (IFU) reference: "measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.